Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A field service engineer (fse) did some troubleshooting over the phone and ordered parts for repair. Upon arrival, the fse turned the iabp on and tried to run the iabp as well. The fse received an "auto-fill error code 57" with an additional "code 30". The fse began troubleshooting the iabp and eventually found a cable that was not seated well on the solenoid driver board. The fse seated the cable and performed testing. The iabp performed normally and no errors were recorded after repair. The iabp was returned to the customer and cleared for clinical use. Unit passed all testing and was returned to customer for clinical use. No parts required replacement.

Event description:
A customer reported that, prior to patient use, the cs300 intra-aortic balloon pump (iabp) experienced an autofill error. There was no adverse event reported.